Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported the device wasn't working like it used to, stating ¿one day when I woke up, when I sit, I have to sit with my back completely straight¿ like pushing up against a chair to get any stimulation. The patient reported that with stimulation was not working, her neuropathy in her foot, (reason for implant) was so bad, like before having the device and stated, ¿I want to cut my foot off again.¿ the patient reported that ¿my foot is basically dead. When they put the temporary one in, it was amazing to not have that pain/irritation. It helped me walk better, but now I noticed I'm tripping a lot more because I¿m not getting stim.¿ the patient mentioned tripping twice on the day prior to the report. The patient reported that she tried increasing stimulation to ¿almost 9 something¿ before she could feel stimulation in a comfortable position, but if she straightened her back at that setting, stimulation was uncomfortable. The patient confirmed that no traumas or falls had occurred. The patient mentioned having had x-rays to confirm lead placement following trial and permanent implants. The patient reported that these events began suddenly a few days ago. No further complications were reported.

Manufacturer narrative:
All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported the device wasn't working like it used to, stating ¿one day when I woke up, when I sit, I have to sit with my back completely straight¿ like pushing up against a chair to get any stimulation. The patient reported that with stimulation not working, her neuropathy in her foot, (reason for implant) was so bad, like before having the device and stated, ¿I want to cut my foot off again.¿ the patient reported that ¿my foot is basically dead. When they put the temporary one in, it was amazing to not have that pain/irritation. It helped me walk better, but now I noticed I¿m tripping a lot more because I¿m not getting stim.¿ the patient mentioned tripping twice on the day prior to the report. The patient reported that she tried increasing stimulation to ¿almost 9 something¿ before she could feel stimulation in a comfortable position, but if she straightened her back at that setting, stimulation was uncomfortable. The patient confirmed that no traumas or falls had occurred. The patient mentioned having had x-rays to confirm lead placement following trial and permanent implants. The patient reported that these events began suddenly a few days ago. No further complications were reported.